Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure error. The customer's blood glucose level was unknown. The customer reported that he had been doing self test for the past week and every time he did it he got the pump error. The customer reported that they were able to clear the alarm and rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history file due to broken trace on keypad assembly.